Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to duplicate the customer¿s reported problem during testing and evaluation. Visual inspection of the ventilator revealed a component on the power board was burnt. Visual inspection also revealed an incorrect screw had been installed on the rear weldment. These screws made contact with the main board causing damage. Vyaire medical replaced the main board and power board to address the reported issue.

Event description:
It was reported to vyaire medical that the fuse on the ventilator was blown. While in service, visual inspection revealed the power board was burnt. There was no patient involvement associated with this reported event.